Event description:
Patient was being weaned from the ventilator. Monitor showed sa02 saturation at 96% with an excellent pleth wave form. The patient's respiratory rate increased to 30's and arterial blood gases were drawn which revealed an 02 saturation of 63.6%. Because the blood that was drawn for the arterial blood gas was dark in color, the nurse increased the f102 before the blood gas results were obtained. It is unknown what effect, if any, this malfunction had on the patient's conditioninvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.